Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(6)) were tested with control solution instead. All results were within the range specification and no errors were observed. This is a final report.

Event description:
A customer reported that on (B)(6) 2010, he received a reading of 282 mg/dl on his precision xtra blood glucose meter at 9:30 am and then at 12:30 pm, he lost consciousness while driving his car. The customer also reported he did not recall what happened at that time, but he stated that he was awakened by paramedics at the scene of the accident. According to the customer's report, an additional reading of 17 mg/dl was obtained on an unknown competitor brand meter at the time of the event at 12:30 pm. The customer was reportedly treated with a glucose intravenous solution and then transported to a health care facility where he was diagnosed with hypoglycemia and kept being treated with an intravenous solution. The customer further reported that at the health care facility he also ate food and had an EKG performed along with other unspecified "several things". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained.